Manufacturer narrative:
An event of a hemorrhagic stroke was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, the patient recovered following thrombolysis.

Event description:
Related manufacturer report number: 2135147-2019-00035. On (B)(6) 2019, a 25mm amplatzer pfo occluder was successfully implanted. Following the procedure, a neurological check-up was performed and confirmed the patient experienced a hemorrhagic stroke. Thrombolysis therapy was performed to treat the patient. The following day the patient was reported to be recovering well. No additional information is available. The intraprocedural act was documented > 250 seconds and the total heparin dose was 15.000 iu.